Event description:
The customer's complaint was confirmed. The mewissen catheter was received in three pieces. The original packaging and labeling was not returned. Bloody residue visible on the part and in the pouch indicates usage. The first break was 9.5 mm distal to proximal ro marker. The middle section was 22 mm in length. The distal, tipped portion was 34 mm in length. Both the proximal and the distal ro markers remained intact. There is no visible elongation of the extrusion indicating stretching of the matrial. The breaks appear to be from applied shear forces. No lot number or part number was provided, therefore a lot history search, product history search and device history review was not possible. The root cause of the defficulties experienced during the procedure could not be determined. Under normal conditions, the catheter would not be exposed to shear or tensile forces during placement or implantation and tensile forces are only applied during removal. Engineering has been notified of this incident and has performed an evaluation. Since the exact root cause for this failure cannot be determined and part number and batch number were not provided, no further action can be taken at this time. We will continue to monitor this type of complaint in order to ensure that there is no compromise of product quality.

Event description:
It was reported that during an unspecified pta procedure, the mewissen infusion catheter fractured and a portion of the device embolized down the pt's leg. The physician successfully snared and removed the detached portion. No pt injuries or complications were reported.